Manufacturer narrative:
Review of information provided and analysis of the returned device concluded that there is no evidence of a product defect and operational context may have contributed to this event. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.

Event description:
Was reported that the dr. Was tamping implant into disc space w/mallet & the back part of the implant broke off.